Event description:
It was reported that during a diagnostic procedure, a tip separation occurred. The target lesion was located in the highly calcified and moderately tortuous right coronary artery. The atlantis, sr pro diagnostic catheter was passed through the lesion. Upon pullback the physician noticed through fluoroscopy that the guide was wrinkled and felt resistance. The physician removed the catheter guide and atlantis together. The physician noted upon removal that the tip was missing from the atlantis catheter. With contrast injected, the tip was found in the splenic artery. The tip was not removed from the patient. The marker of the tip was seen in the splenic artery, but was not occlusive. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a diagnostic procedure, a tip separation occurred. The target lesion was located in the highly calcified and moderately tortuous right coronary artery. The atlantis, sr pro diagnostic catheter was passed through the lesion. Upon pullback, the physician noticed through fluoroscopy that the guide was wrinkled and felt resistance. The physician removed the catheter guide and atlantis together. The physician noted upon removal that the tip was missing from the atlantis catheter. With contrast injected the tip was found in the splenic artery. The tip was not removed from the patient. The marker of the tip was seen in the splenic artery, but was not occlusive. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the returned device revealed that the distal tip assembly was broken off and missing approximately 3.5cm long. The entire measurement length of the returned catheter was 168.0cm long. The broken distal tip assembly appeared brittle. Kinks were observed in the sheath assembly at 18.0cm and 20.2cm from femoral marker at proximal side. The two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu indicates, "do not use device after indicated "use by" date. Use of an expired device could result in patient injury due to device degradation." (B)(4).